Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. It was reported the patient has eczema and was allergic to nickel. The irritation was described as red and bumpy irritation under the back-therapy pads. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's doctor prescribed an avene cream for eczema. The patient also used a back scratcher for relief. The medical outcome is unknown. Supplemental report 9/20/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. It was reported the patient has eczema and was allergic to nickel. The irritation was described as red and bumpy irritation under the back-therapy pads. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's doctor prescribed an avene cream for eczema. The patient also used a back scratcher for relief. The medical outcome is unknown.